Manufacturer narrative:
Date of event reported as (B)(6) 2018; however exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the inner dial of four (4) syncage evolution spindle broke intraoperatively. This happened upon malleting the inserter handle. The weld was faulty. It is unknown if there was surgical delay. Patient and procedure outcome was unknown. Concomitant device reported: hammer/mallet (part# unknown, lot# unknown, quantity 1), inserter (part# unknown, lot# unknown, quantity 1). This report is for one (1) spindle for evolution. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was no surgical delay and no device pieces remained in the patient. There was no patient consequences.